Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a resistance/impedance increase. The ventricular pace lead impedances have been rising steadily since the week of (B)(6) 2010 at 324 ohms and continuing up to 976 ohms the week of (B)(6) 2010. Corrected data: patient date of death, date device manufactured, and removed device remains activated device code.

Event description:
It was reported that the lead thresholds have increased and pace/sense lead impedances have started to rise. There have been no short interval counts (sic) and no non-physiologic non-sustained tachycardia episodes (nsts). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.